Event description:
(B)(4) gallbladder issues, constant pelvic pain, painful intercourse, loss of libido, if I turn certain ways I feel like I'm being stabbed, daily migraines, and horrible constant lower back pain and I have to have a hysterectomy and bilateral salpingoopherectomy.